Event description:
Once the catheter has been inserted the customer has problem removing the stylet and believe that it could damage the catheter. Add'l clinical info requested of reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.